Event description:
A physician successfully positioned and deployed an xact stent into the right internal carotid artery. The patient experienced a headache for approximately five days post-discharge.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.